Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. Concomitant med products and therapy dates: burr device, 1/1/2020 (B)(4).

Event description:
It was reported from (B)(6) that the secure release sleeve/lever of the a motor or angled attachment device was difficult or impossible to move while being used with the burr device. During in-house engineering evaluation, it was determined that the motor device was loose, fractured, ran in a locked position - power broken and could not secure/lock cutter. It was further determined that the device failed pretest for loctite, cutter lock and safety. It was noted that the device failed the cutter assessment as it did not secure the cutter to the locking mechanism and it failed the safety assessment as it operated with the safety engaged. It was further determined that a cutter fragment of the burr device came back stuck in the motor device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.